Manufacturer narrative:
Customer runs qc twice a day. Qc was performed before and after the event, and results were within specifications. The unit is currently performing within qc specifications. The erroneous results occurred in a primary (automatic) mode of operations. A field service engineer (fse) was dispatched to the customer's lab: a) the fse replaced the sampling syringe o-rings. B) the fse cleaned syringe motor lead screw, shafts on traverse, and sample probe assembly. C) the fse verified probe position and conducted reproductibility test with acceptable results. Hardware issue addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) and platelet (plt) results from two (2) different patient samples that were generated by the coulter ac t 5diff autoloader hematology analyzer. Patient a: the initial hgb result was 11.6g/dl and 15.1g/dl upon redraw. The initial result was printed with an "l", operator defined flag. (L-result is below the patient limit set by your laboratory and may generate an interpretive message on the printout). The redraw result was printed with an "h", operator defined flag. (H-result is above the patient limit set by your laboratory and may generate an interpretive message on the printout). The initial plt result was 220 x 10 to the third power cells/ul and 281 x 10 to the third power cells/ul upon redraw. The results for patient a were reported out of the lab. Patient b: the initial hgb result was 9.2g/dl and 10.9g/dl upon repeat. Both results were printed with "l" flags. The initial plt result was 184 x 10 to the third power cells/ul and 203 x 10 to the third power cells/ul upon repeat. Based on available information, there was no affect to patient treatment as a result of this event.